Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was replaced to resolve the reported issue. No patient information after calls to customer 09/03/21, 09/07/21, 09/08/21.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient injury.